Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 5. It was reported when using the kit grp a strep 30 test veritor the user visually read the test cartridge and perceived the result as positive, while the test cartridge reader gave a negative result for a patient sample. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary. This statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ strep a kit (material#: 256040), batch number unknown. The customer reported that they are seeing a red line on the cartridge, but analyzer is reading the result as negative on multiple patient samples. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
Report 3 of 5. It was reported when using the kit grp a strep 30 test veritor the user visually read the test cartridge and perceived the result as positive, while the test cartridge reader gave a negative result for a patient sample. No health impact or consequence reported.